Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic prostatectomy procedure, the clips did not stay on the tissue. The case was completed with no patient consequence.